Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began one day prior to contacting lfs. The patient reported blood glucose results of ¿16 mmol/l¿ with the subject meter and ¿9 mmol/l¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient manages her diabetes with onglyza pills (5 mg 1x daily) and glyclazide pills (30 mg). Due to the alleged result, the patient reportedly increased her usual dose of glyclazide pills (90 mg). The patient denied developing symptoms. No additional treatment was specified. The patient did not test her blood glucose on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2013). The patient¿s meter test strips have been returned on 8/12/2013 and 8/9/2013, respectively, and evaluated by lifescan product analysis on 9/17/2013 and 8/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced.the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (11/16/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips vial was found to be exposed to the environment. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Date testing completed for the test strips product has been updated to (B)(4) 2013 by product analysis from originally submitted (B)(4) 2013.